Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-39 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer became unconscious, fell, and bruised their arm because of the low bg and required third party assistance from their son-in-law. The customer was fed peanut butter and orange juice to address bg. Customer updated their settings to address the event.